Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he stopped using the insulin pump back in september. He was having too many issues with high blood glucose levels. Sometimes his blood glucose level went up to 500 mg/dl. The device was not returned.